Event description:
It was reported that the patient presented for generator change. It was noted that the patient's left ventricular (lv) lead exhibited chronic high capture thresholds. Therefore the physician elected to cap the lv lead on (B)(6) 2021. There were no patient consequences.